Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen, and blood in the guidewire lumen. The balloon was loosely folded. There was a longitudinal tear 15mm starting at the proximal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon was torn. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon was torn. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.